Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, d6, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava /organ perforation, difficult removal, tilt, pain, cramps, discomfort, emotional/psychological trauma, bipolar depressive disorder, schizoaffective disorder, mania, depression, loss of appetite, weight loss fatigue, limited mobility. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported , pain, cramps, discomfort, emotional/psychological trauma, bipolar depressive disorder, schizoaffective disorder, mania, depression, loss of appetite, weight loss fatigue, limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to deep vein thrombosis (dvt). Successful retrieval of the filter on (B)(6) 2019 has been reported. Patient is alleging tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "severe spine pain, cramps in thighs, abdominal pains and discomfort. Extreme emotional and psychological trauma which has resulted in significant weight loss", limited mobility, bipolar depressive disorder and schizoaffective disorder. "I have suffered increased mania, depression, fatigue, extreme loss of appetite.." Per the (B)(6) 2009 ivc filter placement: "a cavogram was performed demonstrating a patent cava and the level f the renal veins were noted. No defects or stenoses were noted. No thrombus was noted. A recovery filter was then deployed in the midline in order to open without significant tilt". Per the (B)(6) 2018 CT (computed tomography) abdomen: "ivc[inferior vena cava] filter is seen with its tip angulated and abutting the medial wall of the inferior vena cava. One strut of the filter is embedded in the vertebral body. A second lag [sic] is outside the confines of the ivc and in the retroperitoneal fat". Per the (B)(6) 2019 endovascular retrieval of inferior vena cava filter: "attempts were made at snaring the tip of the filter, however, it was unsuccessful. The tines at the bottom of the filter appeared to be well incorporated within the wall of the cava. Omni flush catheter was then advanced down the sheath toward the cephalad portion of the filter. Exchange length glidewire was then passed up and around the bottom of the filter through the hook...combination of telescoping the 14-french and 12-french sheaths over the filter was successfully able to encapture the entire filter. With tension ow being pulled cephalad, the filter collapsed on itself. Additional balloon angioplasty was used to free the tines of the filter from the wall of the cava. Ivc filter was then removed in its entirety".

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.